Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient¿s weight was unknown and therapy was reinstated. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the patient needed her caregiver to place the recharger over the ins to get connection. The patient was quite disabled. Therapy was re-initiated, and the ins was not overdischarged. No further complications were reported/anticipated.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and rs d/causalgia-complex regional pain syn. It was reported the patient was trying to recharge the implant and the patient called manufacturer representative and she had the patient do a sequence where you wake up the battery. The patient did that and it still will not connect. The patient has tried for 3 days to get it to connect and she is not able to. The patient described reposition antenna with the ins recharger. The patient reported seeing poor communication with the patient programmer. The patient was redirected to their healthcare provider to have the device checked in person and to resolve the issue. No further complications were reported/anticipated.